Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 23-mar-2011, UDI#: (B)(4). Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome-other and non-malignant pain. On (B)(6) 2019 the patient¿s catheter was cut during a fusion procedure and a revision kit was needed/used to reconnect the catheter. No patient symptoms were reported. The issue was resolved at the time of the report and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.